Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump failed accuracy testing. The root cause was unable to be determined but the most probable cause was an over spec expulsor. The expulsor was sanded and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed intended delivery volume test. There was no patient involvement.